Event description:
The initial reporter received a questionable ise indirect na for gen.2 result for one patient sample tested on a cobas 8000 cobas ise module (double). The initial result was reported outside of the laboratory and was questioned by the doctor. The sample was rerun on their other cobas 8000 ise module with serial number (B)(4). The initial result from the module was 113 mmol/l. The repeat result from the other module was 127 mmol/l. The repeat result was deemed correct. The electrode lot number and the expiration date were requested but not provided.

Manufacturer narrative:
The last calibration performed on (B)(6) 2022 did not indicate an issue. The customer provided pictures of their levey-jennings qc charts. The customer's qc appears to be running within 2 sd on the day of the event, but level 1 qc was very low close to 2sd. The serum sample was collected in a 4.5 ml tube. The alarm trace and other pre-analytical data were requested but not provided. The field service engineer (fse) found that the customer used old calibration material to calibrate the ion-selective electrode (ise). They then recalibrated the assay using fresh calibration material. The customer performed precision tests, calibration, and qc with acceptable results. After the customer's recalibration of the assay, no further issues were reported. The investigation determined the customer's action resolved the issue.